Event description:
The customer reported that the system displays poor image quality on the monitors.

Manufacturer narrative:
(B) (4). The ge service rep was unable to configure the system configuration. The system is 50hz and need to configure to 60hz to solve the monitor problem. He escalated the problem and order a new cpu, hard drive, (B) (4) and (B) (4).